Event description:
Elderly gentleman with treacher collins, well controlled (B)(6) infection and a history of esrd now status post deceased donor kidney transplantation (thymo induction, on mmf/tacrolimus/prednisone) complicated by urinary retention, urinary tract infection (uti) and clostridium difficile infection. He was more recently admitted with escherichia coli (e coli) bacteremia. CT showed findings potentially consistent with emphysematous pyelonephritis and a 1.1cm low attenuation nodule on the prostate and presumed wedge spleen infarct with evidence of splenic granulomas as possible sources. CT cystogram showed no fistula. He clinically improved on cefepime with plans for two further weeks of levofloxacin given the prostate abnormality and outpatient luminal gi exploration as a source of infection. Diagnosis made based on uti and positive blood cultures. Urine and blood cultures (1 of 4) positive for e. Coli. Also CT scan performed. Noted when recall communicated previously: organ recovery systems ("ors") has issued a recall for two additional lots of sps static preservation solution® ("sps"), lot #'s pbr-0074-337 and pbr-0060-386. (B)(6).

Event description:
Elderly gentleman with treacher collins, well controlled (B)(6) infections and a history of esrd now status post deceased donor kidney transplantation (thymo induction, on mmf/tacrolimus/prednisone) complicated by urinary retention, urinary tract infection (uti) and clostridium difficile infection. He was more recently admitted with escherichia coli (e coli) bacteremia. CT showed findings potentially consistent with emphysematous pyelonephritis and a 1.1cm low attenuation nodule on the prostate and presumed wedge spleen infarct with evidence of splenic granulomas as possible sources. CT cystogram showed no fistula. He clinically improved on cefepime with plans for two further weeks of levofloxacin given the prostate abnormality and outpatient luminal gi exploration as a source of infection. Diagnosis made based on uti and positive blood cultures. Urine and blood cultures (1 of 4) positive for e. Coli. Also CT scan performed (as above). Noted when recall communicated previously: (B)(4) has issued a recall for two additional lots of sps static preservation solution® ("sps"), lot #'s pbr-0074-337 and pbr-0060-386. (B)(4).